Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The physician reported the catheter tip broke off while performing an angioplasty of an occluded superficial femoral artery. The physician successfully retrieved the tip with a snare.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to significant force applied to the fusezone. The complaint database was reviewed and no similar complaints were found for this lot number. The device history record was reviewed and no exception documents were found.